Manufacturer narrative:
E1: address line (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. No fault was found and the customer stated problem was not confirmed. The cause of the reported issue is unknown. No further action will be taken.

Event description:
It was reported that there is an error code 46260 and the sensor is defective. The issue was discovered during a functional test. There is no patient involvement.